Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed 0 units of insulin were left in the cartridge multiple times despite the customer being certain insulin was still in the cartridge available for use. It was also reported that the pump date displayed the year 2008. The customer reported blood glucose (bg) levels in the 300 (mg/dl) range and trace ketones. Insulin syringes were used to address bg levels and for diabetes management.

Manufacturer narrative:
Device code is in addition to initial reported information.